Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that after the peripherally inserted central catheter (PICC) was inserted and being heparin locked, a small leak was noticed in the catheter just below the brown locking cap. This was evident by a fine spray coming from the catheter. As a result, a spring wire guide (swg) was inserted down the PICC to keep access and the faulty PICC was removed and replaced with a new one. There were no reported patient complications as a result of this occurrence.